Event description:
During left ventriculogram, the connection between the stopcock and high pressure tubing (hpf) became disconnected causing contrast agent to be sprayed. No pt or clinician harm or injury occurred as a result of this event.

Manufacturer narrative:
The suspect device involved in the event was returned to merit. Visual examination of the returned device found no evidence of uv bonding at the connection. The manufacturing record for this lot was reviewed for abnormalities and no unusual circumstances were identified. A review of merit's complaint database identified two additional complaints for this lot, neither of which were related to this bonding process. Merit believes this failure is a rare occurrence and will continue to monitor events of this type to ensure no increasing trends occur.